Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified coronary vessel. A 3.00x32mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent edge was lifted. The procedure was completed with a non-bsc stent. There were no patient complications reported.